Event description:
Patient reporting that pump they just received was alarming and showing error message "no disposable pump won't run". They changed to their back up pump and pump was running fine. Advised that the most common problem when pump alarms "no disposable pump won't run" is that the cassette isn't attached to pump correctly. Reviewed that cassette must be correctly aligned and lock must be completely turned. Patient will try pump tomorrow and if shows same problem will notify pharmacy for replacement pump. Patient reported no side effects or other problems. No other information available. Dates of use: (B)(6) 2017 to present. Reason for use: pah.